Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported the catheter was found to be leaking at 36-38 cm of the catheter body scale when the catheter was pre-filled prior to use.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 4fr groshong nxt clearvue catheter kit was returned for evaluation. An initial visual observation revealed 1 groshong catheter with stiffening stylet, 1 end cap, 1 microintroducer, 1 suture wing and 1 introducer needle cap were returned. No obvious use residue was observed on any of the components of the kit except for the groshong catheter. A functional testing of flushing water using a 12ml syringe was performed. Significantly small water drops were observed to form on the catheter wall between the 35cm to 39cm depth markings. A microscopic observation revealed very small holes/damages on the catheter wall. The catheter was then dissected for inspection of the inner wall, and the same holes appeared to be more extensive on the interior of the catheter. These findings suggest that the holes/damaged observed likely resulted from interactions between the inner catheter wall and the stylet, such as compression of the catheter with the stylet still inserted, or a forceful movement of the stylet against resistance. This complaint will be recorded for future trending and monitoring purposes.